Event description:
The patient stated had an implant in 2012 and it lasted 5 years but this whole device was also removed because it wasn't providing her therapy. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that from 2012 to 2016, it never worked. The patient stated that she went to see her health care professional (hcp) on (B)(6) 2016 about taking it out and a new implant was put in on (B)(6) 2017. The patient mentioned that in 2016 she moved to (B)(6) and found an hcp who took the device out and put a new one in. The patient reported that the hcp said it was a difficult surgery because the implant wasn't put in her body properly, but the device was working well and didn't report any problems with it. The patient was having a lot of improvement with her urinary incontinence. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.